Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose due to sensor not working properly. The customer¿s blood glucose level was 450 mg/dl and 460 mg/dl. The customer treated high blood glucose with insulin pump and injection. The customer also changed infusion set. The customer was using the sensor and auto mode but having issues with it because of blood glucose request. The insulin pump will not be returned for analysis.